Manufacturer narrative:
The returned lead had been capped about 7 cm and 21 cm distal of the df4 connector pin and was only available in fragments. Only the proximal part and a medial part of the lead were returned for analysis. The fragment of the lead with the tip electrode and the shock electrodes was not available for analysis. The returned fragments were examined visually, mechanically, and electrically. Aside from the existing cut through the lead, no damage was detected. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. During the analysis of the provided fragments, no deviations from the technical specifications were found that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that the lead was explanted 65 months after implant due to oversensing with shocks.